Event description:
It was reported that while performing service in one operating room, the tech noticed that one of the cover's for the knuckle in another operating room fell. The account had replacement parts so, the tech replaced it. There was no pt involvement nor adverse consequences.

Manufacturer narrative:
There is no expiration date for this product. Serial number is unk at this time. This device was evaluated in the field. Evaluation summary: while the tech was checking equipment in an operating room at the account, the knuckle cover for a spring arm fell. When the tech examined the cover, he noticed that it was in poor shape from having been removed many times. It had screw driver marks up and down the joints. The engineer investigated the issue concluded that since it appears that the covers have been tampered with several times, this is the event that triggered the covers falling. This is not a single use device.